Event description:
It was reported that the patient's right ventricular (rv) lead was over-sensing noise which lead to pacing inhibition. The patient was asymptomatic. No changes were made and there were no consequences to the patient. Further information was requested but not received.

Event description:
Additional information received reported the patient presented for a follow-up in clinic. It was noted that there was a reoccurrence of over-sensed noise on the right ventricular (rv) lead. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: g3 MDR-2022-27606-01 was left blank and should have been (B)(6) 2022.